Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported event and replaced axes controller platform (acp) to resolve the issue. The system was tested and verified as ready for use. The acp was returned for failure analysis and the reported error 32101 failure was replicated and confirmed. This acp unit was installed and tested on an in-house system. The system started up in normal mode with an error 32101 triggered when installed on slot 2 of the acpb board. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the system experienced repeated 32101 errors. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had rebooted the system. The tse had the customer perform emergency power off (epo) and power cycle the patient side cart (psc) with no effect. The tse advised customer that errors may not clear unless gantry was disabled, and they would lose the ability to move the set up structure and cart drive. The procedure was completed with another patient side cart (psc) with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The customer was able to complete the procedure robotically using another system.